Event description:
The customer reported that there was a complete monitoring center failure. The customer stated that this affects all wards. The device was in use on a patient. There was no report of patient or user harm.